Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l had a failed safety mechanism. The following information was provided by the initial reporter: "the tip of the needle doesn't go all the way back into the system therefore employee has pricked himself. Hereby the request to pick up the needle at the purchasing department to deal with the complaint and to share the results of the investigation with us. This was reported to the netherlands authorities under 60518".

Manufacturer narrative:
The following fields were updated due to additional information:d.10. Device available for eval?: yes.d.10. Returned to manufacturer on: 9/4/2020.h.6. Investigation: one used sample was received by our quality team for evaluation. Visual inspection of the sample showed that the needle safety mechanism was not fully activated and the needle is exposed and not contained within the needle cap. The cannula hub was not returned. The sample was subjected to safety mechanism manual activation. No abnormality was observed after manual activation and the needle was able to be contained within the safety mechanism. The team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of the safety shield activation failure could be due to the damage at the cannula hub v-clip latch area. If this area was damaged, it could cause the v-clip to be disengaged from the cannula hub prematurely prior to the safety mechanism being activated. As no cannula hub was received for evaluation, the root cause could not be confirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 20 ga 1.1 mm od 32 mm l had a failed safety mechanism. The following information was provided by the initial reporter: "the tip of the needle doesn't go all the way back into the system therefore employee has pricked himself. Hereby the request to pick up the needle at the purchasing department to deal with the complaint and to share the results of the investigation with us. This was reported to the (B)(6) authorities under 60518".